Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus was not selecting; stylus found out of electrical specification. Programmer would not interrogate with provided rf (radio frequency) head. (B)(4) rf head cable found out of electrical specification. Rf head lower case found broken/damaged.

Event description:
It was reported that the programmer does not interrogate. The programmer and the radio frequency programmer head were returned for service. No patient complications were reported as a result of this event.